Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and exposure.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, exposure, and implant removal from textured to smooth due to the concerns of the product." Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: exposure: unable to observe. Capsular contracture: unable to observe. Anxiety - product/ procedure: unable to observe. As per the investigation procedure, crease/were abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, exposure, and implant removal from textured to smooth due to the concerns of the product." Device has been explanted. This record relates to the left side.